Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the bone and cement interface which led to aseptic (non-infected) loosening of the glenoid component during the 16-year period of being implanted.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 16 yrs postop the initial left tsa, this (B)(6) y/o female patient presented with profuse effusion of the left shoulder and diagnosed with aseptic glenoid loosening. The biological analysis of the liquid puncture does not find any infectious character. X-ray shows a major bone resorption around the keeled glenoid. Patient¿s glenoid component was revised. Event indicates ¿resolved¿ in the study database. Devices not returning due to study policy.